Event description:
An ecmotherm ii heat exchanger had been used on a patient receiving ECMO (extracorporeal membrane oxygenation) for thirty four hours. It was noted by a clinician that there was a clot located near the temperature port monitoring adaptor, at the outlet of the heat exchanger. The patient had to be taken off ECMO briefly, while the product was replaced.